Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings: on investigation, the audio bolus button demonstrated intermittent unresponsiveness when tested. Investigation duplicated the complaint. The audio bolus cover was noted to be torn. The audio bolus button cover was removed revealing contamination on the button contact. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. Also unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue; audio bolus button is allegedly under responsive. This issue is not reportable because the alleged malfunction does not impact the user¿s ability to deliver insulin. Additionally, the owner's booklet instructs the user to contact animas if the user identifies or suspects the pump is damaged and warns that removal of the audio bolus button could damage the pump and affect the integrity of the pump and compromise the pump's waterproof capabilities. There was no indication that the product caused or contributed to an adverse event.